Event description:
Boston scientific received information the during a follow up visit, it was discovered that this left ventricular lead had dislodged. A revision procedure was performed and the decision was made to remove and replace the lead. A new left ventricular lead was successfully implanted in a new vein. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.